Event description:
It was reported that a guide wire break occurred. The stenosed target lesion was located in the proximal anterior tibial artery. When a 300cm v-14 controlwire guide wire was advanced, the tip of the wire caught off inside a previously implanted unknown stent. The physician retracted the guide wire, however, the tip of the wire broke and sheared off. They angioplasty it and left it in place with a consult from a peripheral surgeon. They said, it was a high risk for the patient to remove the tip of the wire out from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient status is fine post procedure.

Manufacturer narrative:
(B)(4).the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).